Event description:
A pt underwent a therapeutic procedure for hemostasis to treat a gi bleed. The resolution clip device deployed prematurely once it came out of the sheath. The prior attempt to utilize the resolution clip device had the same issue. Please note associated medwatch s000048-2006-00168 (attached). Another of the same device was utilized to successfully complete the procedure. The pt did not sustain any complications or ill effects as a result of the deployment issue.